Event description:
During a procedure, unk date, surgeon used the philos aiming device on the end of the plate. Surgeon did implant the plate successfully and completed the procedure. When the hospital sterilized the set it was realized the philos aiming device was not removed from the pt during the surgery. Pt was returned to the operating room, date unk and the aiming device was removed. It was noted by the hospital the color of the aiming device should be different from the color of the plate, implant, to avoid the aiming device from not being explanted. Hospital also reported this happened two times in their hospital.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Additional info has been requested.